Manufacturer narrative:
Device evaluation and repair is unknown at this time, attempts are being made to confirm evaluation and repair details.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain additional information. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device had a battery failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.